Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 10/28/2024. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. During a CABG procedure, doctor stated that while using the suture, the needle popped off the suture. Opened another suture and that one had a kink in it. Did not realize there was a kink in it until using it and noticed it was not as smooth. Opened a third suture to complete case. No patient harm reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. One detached needle and one small needle- suture piece were received for analysis. Product code ep8702h. The product code is double armed. During the visual inspection of the detached needle, the swage and attachment area were noted as expected, however marks probably caused by a surgical instrument was noted. The barrel hole was examined under magnification for suture remnant, and none was observed. The needle-suture piece was examined and, the swage and attachment area were noted to be as expected, and no needle pull off was noted. In addition, the extreme was noted to be broken and crushed on the surface probably caused by a surgical instrument. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The following information was received : I shipped the needles already just want to make sure you received the package.